Manufacturer narrative:
H4: the lot was manufactured between july 7, 2022 and july 8, 2022. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with green colored water. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from unspecified location. This occurred during filling. There was no patient involvement. No additional information is available.